Event description:
As reported by an edwards lifesciences field clinical specialist, during a right-transfemoral tavr procedure, resistance was felt when advancing the commander delivery system and sapien 3 ultra resilia valve through the 14fr esheath+. A sheath distal tip tear occurred. The access vessel was not predilated. No resistance was experienced when inserting the sheath into the patient. Once the valve and delivery system were advanced through the sheath, the sheath tip began to tear, and resistance was felt. The physician decided to not advance any further and removed the devices as a single unit. There was no difficulty during device withdrawal. A 22fr non-ew sheath was inserted. A new 23mm sapien 3 ultra resilia valve and commander delivery system were prepared. The valve was successfully implanted with no issues. The patient had no injuries.

Manufacturer narrative:
Investigation is ongoing.